Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and one similar complaint for this lot number was found. The suspect devices were returned for evaluation. A visual inspection of both of the devices showed signs of use. Both devices were observed to have bends at the proximal ends of the wires and twisting of the dispersion wires. The IFU notes that prolonged activation may lead to dispersion wire fatigue failure. Although he failure was observed, the root cause could not be determined because the devices' original condition was not preserved and their handling and runtime are unknown. Therefore, the complaint cannot be confirmed.

Event description:
The customer reported that the inner wire became entangled with the valve during rotation, blocking and damaging the dispersion tip and causing sclerosant to leak from the proximal end. A new catheter was used and the same issue occurred. There was no patient harm or injury reported.